Event description:
Rf ablation prcedure for atrial fibrillation. The lasso tip got stuck in ostia of the left superior pulmonary vein. The place that the catheter got stuck was confirmed using x-ray and carto. They tried to remove the catheter from there, using some "stress manoeuvres". When it was removed from the patient the polyurethane tip dome was missing. They couldn't locate the polyurethane tip dome because it's radio-transparent.